Manufacturer narrative:
Visual examination revealed the spindle housing was too tight. This could cause or contribute to the device overheating.

Event description:
It was reported that the core impaction drill was returned by the customer without complaint after receiving their own back from repair. Upon evaluation at the manufacturer, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.